Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella has been returned for evaluation. Visual inspection found a kink on the cannula about 15 mm from outflow cage and cannula bonding site. No other issues were found on the rest of the pump. Pump ran without issue under bench test. The clinical details confirm the cannula kinked. The root cause of low flow was kinked cannula.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp exhibited low pump flow. The pump was explanted and repositioned twice and found to be kinked at the aortic arch. Implantation of the impella was aborted. The patient is stable post procedure.